Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 85% to 15% while connected to a power source. The customer's blood glucose (bg) level as 272 (mg/dl). Reportedly the elevated bg was due to the stress caused by the battery issue. A bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.